Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated fields: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. The most probable cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue, due to deformation/distortion problems caused by changes in the shape or size of the device due to an applied force. This can be a result of tensile forces (pulling), compressive forces, shear, bending, knotting, or torsion and fatigue problems due to the weakening or breakdown of its material when subjected to stress or a series of repeated stresses. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during an unspecified procedure, the adhesive on the duodenoscope broke leaving pieces inside the patient. The pieces were removed with forceps. The patient was left unharmed.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the initial report for information inadvertently missed on the initial report. Corrected fields: a2, a4, a5, a6, b1, b2, b5, b6, b7, e1, h1, h6. Updated fields: d9, h2, h11. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited broken adhesive. There were no reports of patient harm.